Manufacturer narrative:
H10 the customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not stay in standby mode. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Troubleshooting was performed by the remote service engineer (rse) and customer, and it was discovered in service mode that the device was at -1.5 standard liters per minute (slpm) when the device was set to 0. The rse informed the customer that a replacement of the flow sensor assembly should be performed to resolve the issue.